Manufacturer narrative:
The complaint sample was returned incomplete to viant for evaluation and the reported event is confirmed. The straight reamer handle was returned disassembled without the teflon sleeve and exhibited to have a bent reamer head and deformed power adaptor leading to the reported issues. The customer reported the viant part number t17652 as the failed device. However, another competitor device (also manufactured by viant medical) was returned instead corresponding to viant part number t2756. The t17652 is designed with a hudson power adaptor end whereas the t2756 is design with a stryker-zimmer hall power adaptor end. The stryker-zimmer hall power adaptor end was observed to be worn and deformed with signs of material displacement and indentations. It is possible the power adaptor is bent and bending would not occur during normal intended use and likely would had occurred from applying non-linear load (off-axis force applied). It is unknown what adaptor or power source (neither provided by viant) was connected to the device. Additionally, it was evident the device was severely worn and damaged as the reamer head tabs are gouged and bent which would not occur during normal intended use. The device is intended to be used with the teflon sleeve to provide added grip and support for the surgeon (user) for better stability during reaming. It is possible if used without the teflon sleeve, coupled with the deformed power adaptor, the user could had experience the non-linear reaming. Other observations; · the reamer head is able to retract and spring back in position as intended. · the device can be easily disassembled and assembled as intended with exception of the teflon sleeve that was not returned. The current IFU sent with this device today, man-004006, states the following; · end of life is generally determined by wear and damage due to intended use, · visually inspect for damage and wear. If the instrument is damaged and worn it is considered at the end of its life and should be discarded, · where instruments form part of a larger assembly, check assembly with mating components, · check hinged instruments for smooth movement, · viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures, · do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion, · manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history record (DHR) was not reviewed as this device was manufactured at the legacy greatbatch medical sa (orvin) facility on 09-dec-2009. This device has experienced approximately 13.04 years of use and has far exceeded its anticipated useful life. The viant risk management files were reviewed and the failure modes were identified and mitigated to the lowest possible level. A trend analysis was performed and the failure was reduced as far as possible and the root cause of the failure was attributed to non-normal use conditions (end of life and misuse). In conclusion, the reported event is confirmed as the returned straight reamer handle had a bent reamer head and deformed power adaptor leading to the reported issues. From the investigation performed, the root cause is attributed to end of life and misuse as the device has exceeded its anticipated useful life and exhibits severe damage (bending and deformation) that would not occur during normal intended use. No further investigation with regard to this complaint is required. D4/d9/g3: product information updated based on returned device. H4: manufacturing date added based on returned device. H6: added component code and updated type of investigation, investigation findings, & conclusions based on the evaluation performed.

Event description:
It was reported during an unknown procedure on a male patient, the handle is bent and wobbles while spinning. It is unknown if there were any health consequences or impact.

Manufacturer narrative:
The customer has indicated the complaint sample will be returned to viant for evaluation but has not been received to date. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted. Report source: complaint information provided by distributor, depuy synthes. Date rec¿d by MFR: additional information received from customer (distributor) on (B)(6)2023 indicating the reported event involved two devices. This MDR is for the second device. First device was reported on MDR 3004976965-2022-00017.